Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that after the patient's device implant, symptoms of shortness of breath and fainting continued. At a check up, it was found that the atrial lead had dislodged. The lead was reported to be removed and not replaced; however, this information cannot be confirmed via the manufacturer's device registration database and follow up with the physician was also not successful. The device is still in use. No patient complications have been reported as a result of this event.